Manufacturer narrative:
H6: device code 1494: off-label use (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated, that the surgeon implanted a 12.6mm vticmo 12.6, implantable collamer lens of diopter, 10.0/1.0/058 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2023, the lens was exchanged for a longer length/different model lens, due to low vault without rotation. Reportedly, "the doctor considers, that the patient has low astigmatism and can adjust the position if necessary. So, decided to change the 13.2 with vicmo". The problem was resolved. The cause of the event was reported as unknown.